Manufacturer narrative:
.

Event description:
While reviewing patient's programming history, it was found that high impedance was noted for patient on (B)(6) 2015. The device was then programmed "off". Additional information was received from the neurologist that the patient was referred for lead replacement but the patient's caregiver refused the surgery.

Event description:
Additional information was received that the patient is scheduled for a lead revision surgery. Patient underwent a full revision of the generator and lead on (B)(6) 2016. The explanted products were reported to be discarded.